Event description:
An optometrist reported that a pt was diagnosed with trace dlk in the right eye, at 1 day post-op bilateral lasik. The steroid drops were increased to every hour during the first day and then every two hours and then four times a day. The pt was last seen on (B)(6) 2013. The steroid drops have been discontinued and the dlk has cleared. The ucva is unchanged.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).